Event description:
Bilateral encapsulation of breasts with painful and tender breasts requiring bilateral capsulectomies and bilateral removal and replacement of breast implants. At the time of surgery, implants were extremely leaky and possibly ruptured.